Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was further reported that the patient had increasing pain since the weather has gotten colder, or "whenever the barometer changes." The stimulation was reportedly "the same" but "just not as strong to relieve the patient's right arm pain." It was noted that "some days it works better than others." It was further reported that the patient had a staph infection when the device was first implanted. If additional information is received it will be submitted in a supplemental report.

Manufacturer narrative:
Product ID 748951, serial# (B)(4), implanted: 2006 (B)(6), product type extension, product ID 7434a, serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient product ID 3987a, lot# n059413, implanted: 2006 (B)(6), product type lead. (B)(4).